Event description:
The outpatient facility removed the dressing and the hub remained on the dressing and the catheter migrated into the patient. The catheter was removed from the patient and discarded. No other information provided.